Event description:
It was reported that during a rectum the procedure the active blade broke and the procedure was completed using another device. The procedure was prolonged by an unspecified amount and hospitalization was requested. The device has been discarded.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent.